Event description:
Pt on 85% bipap and 'proning,' bipap suddenly turned off while only patient in room, screen black with writing indicated something like "ventilator operable. Error 1099", unable to recall final line of error message, something about pressure being too high. Writer saw screen change, immediately donned ppe and went into room, placed pt on nrb 15l, spo2 decreased to low 60s, pt frantic c/o no oxygen coming through bipap mask. Turned off bipap and turned it back on, bipap screen returned to normal active ventilation screen. Re-placed pt on bipap, placed on 100% fio2, spo2 slowly increased to 90%. Able to swap in new bipap, old bipap red tagged and sent to biomed. FDA safety report ID# (B)(4).